Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer was asleep and experienced a hypoglycemic event. Customer lost consciousness and his glucose could not be monitored due to the freestyle libre sensor detaching. Paramedics were called and upon their arrival customer was administered intravenous glucose. There was no report of death or permanent injury associated with this event.